Event description:
Material no.: 50-7510, batch no.: 0001366711. 02nov2020: called patient to verify reported information. She states her nurse opened a kit and the protective cover was properly placed over the tip of the drainage line but the access tip was visibly missing a piece from the end, the area was jagged and the broken piece was not inside the packaging. Her nurse attempted to connected the drainage line but not fluid drained. She disconnected and opened a new kit, drain was successfully completed. No patient harm.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for reported lot 0001366711 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. We have reviewed our process in attempts to identify where the failure may be occurring. Based on the quality team's investigation, we cannot identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Manufacturer narrative:
(B)(6). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: 50-7510, batch no: 0001366711. On (B)(6) 2020: called patient to verify reported information. She states her nurse opened a kit and the protective cover was properly placed over the tip of the drainage line but the access tip was visibly missing a piece from the end, the area was jagged and the broken piece was not inside the packaging. Her nurse attempted to connect the drainage line but not fluid drained. She disconnected and opened a new kit, drain was successfully completed. No patient harm.